Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunder beat surgical instrument¿s tip was broken during a therapeutic appendectomy procedure. There was no delay as a result of the reported event. The procedure was completed using a similar backup olympus device. There was no patient injury or medical intervention associated with this event.

Event description:
Additional information received from the customer: part of the tip fell on (in) the patient's body, and the piece was retrieved using grasping forceps. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b1, b2, b5, d9, e1 establishment name and address, h1, h2, h6, the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was found broken approximately 16 mm from the tip. There were scratches around the broken part of the probe. It was observed that a crack had developed from a scratch on the broken surface of the probe. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During the seal and cut output, the probe came into contact with hard tissue, metal, or surgical equipment, causing a scratch. 2. The probe was subjected to the load of the seal and cut output or the gripping of tissue, causing a crack to form from the scratch. 3. The probe broke due to the application of load. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.